Event description:
The device was used during a pulmonary biopsy procedure. Reportedly, the instrument was difficult to open and bleeding occurred. The surgeon applied cautery and manually sutured to complete the procedure. The hospital has reported no pt injury occurred.